Manufacturer narrative:
The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: 02-010-01-0230 - logic femoral ps cem left sz 3- 2913743, 02-010-01-0330 - logic femoral ps cem right sz 3- 3778843, 02-012-35-3015 - logic tibia ps mod insrt sz 3 15mm- 2841071, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t- 2945924, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t- 3806253, 200-03-38 - one peg patella 38mm- 1955072, 200-03-38 - one peg patella 38mm- 2644870. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015. Approximately 4 years after the initial procedure the patient had a right knee revision on (B)(6) 2019 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.